Event description:
Adverse event(s): "redness" (red eyes); "limbal infiltrates" (infiltrates) product problem: "none reported" (no info). A healthcare professional reported a pt with history of dry eye experiencing redness and limbal infiltrates. The healthcare professional stated that the pt switched to another multi-purpose solution and the symptoms resolved. Four MDR's are being filed. This is 4 of 4. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the complaint device associated with this report was not received for eval. It is unk if the product was used according to labeled indications. Batch records were reviewed for lot 164252f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 164252f met all release criteria prior to product release. There are no similar reports for this lot. (B) (4). (B) (4). (B) (4).